Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaint in the lot. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the preloaded injector plunger overrode the iol there was patient contact, but no harm. The procedure was completed with another lens. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced to mid-nozzle and has underrode the lens. The lens is only slightly advanced into the nozzle entry area. The majority of the lens is still within the lens loading area. The trailing haptic is folded under the optic along the left side of the plunger. The leading haptic is positioned on top of the plunger with the distal area bent over the plunger toward the left side of the device. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was used. A plunger underride was observed. This may have been interpreted as the reported complaint. The root cause cannot be determined. The plunger underride while the lens is still mostly within the loading area may suggest that the plunger underride occurred due to an advancement faster than the recommended rate. The manufacturer internal reference number is: (B)(4).